Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. The pump had a minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was asleep and woke up this morning to see a crack on his insulin pump. Customer's blood glucose was 19.3 mmol/l at the time of the incident. Customer was advised to disconnect from the pump. Customer stated there was a crack on the screen with black display spots. Customer was unsure of how the damage occurred. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will be replaced.